Event description:
The doctor indicated that this abutment screw fractured during insertion.

Manufacturer narrative:
The visual inspection of this abutment screw confirmed that it had fractured around the last thread area. No lot or order number provided. The product¿s complaint history did not provide any indication of a manufacturing deviation that would cause this condition. As part of biomet¿s compliance master plan, recent audit of complaint data, and enhancements made to biomet 3i¿s reporting policies, this event was identified as one requiring retrospective reporting.